Event description:
It was reported that during a coronary drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a 90% stenosed moderately tortuous proximal lad (left anterior descending) artery lesion with a taxus express2 3.50x24mm drug eluting stent but was unable to cross the lesion. When the stent delivery system (sds) was removed, the physician noted there was stent damage. The procedure was completed with a different device. There were no reported patient injuries or complications. Patient's condition was reported as "good".

Manufacturer narrative:
The device was not returned for review; therefore, a technical analysis can not be carried out. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause classification of this event will be operational context.